Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A watchman access system (was) was positioned at the laa and a 31mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and subsequently implanted after meeting all release criteria. Protamine was administered for anticoagulation reversal and the procedure was concluded. After the patient woke up from anesthesia, the patient reported having difficulty breathing. Multiple transthoracic echocardiogram (tte) imaging sweeps were performed and found no pericardial effusion and showed the closure device remained in the laa. Intravenous lasix, nebulizer treatment was administered. Pulses checked. Cardiopulmonary resuscitation (CPR) was initiated, and epinephrine, vasopressin, bicarbonate, and calcium emergency resuscitation medications were administered. The patient died of an unknown cause.

Manufacturer narrative:
B5: information added. H6 device code corrected to adverse event without identified device or use problem h6 patient code corrected to no clinical signs symptoms or conditions h6 impact codes all corrected to no health consequences or impact.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. A watchman access system (was) was positioned at the laa and a 31mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and subsequently implanted after meeting all release criteria. Protamine was administered for anticoagulation reversal and the procedure was concluded. After the patient woke up from anesthesia, the patient reported having difficulty breathing. Multiple transthoracic echocardiogram (tte) imaging sweeps were performed and found no pericardial effusion and showed the closure device remained in the laa. Intravenous lasix, nebulizer treatment was administered. Pulses checked. Cardiopulmonary resuscitation (CPR) was initiated, and epinephrine, vasopressin, bicarbonate, and calcium emergency resuscitation medications were administered. The patient died of an unknown cause. It was further reported that the patient's death certificate listed the cause of death as reaction to protamine medication post procedure. This event was further reviewed by boston scientific medical safety and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.